Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been experiencing high blood glucose over 400 mg/dl for the past two weeks. Customer stated that she received an error alarm during a bolus delivery. Customer was advised that the alarm is a program safety alarm. Customer stated the alarm did not occur while trying to change settings on the insulin pump or right after a battery change. The alarm did not occur after pressing the act button during bolus delivery. It was also stated that the device alarmed failed battery test. Current blood glucose is 333 mg/dl. Nothing further reported.